Event description:
It was reported that the patient presented with an increase in seizures. The patient's medications were adjusted and the facility requested the patient's vns be checked. It was reported that the seizures were related to the patient's underlying seizure disorder and there was no medical cause of the seizures. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.